Event description:
New information received noted that patient was experiencing dizziness. The lead was capped on 25 jun 2024 and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
Additional information noted serious injury.

Event description:
It was reported that patient presented for routine follow-up in clinic. Upon interrogation, it was noted that right atrial lead exhibited high pacing impedance, loss of sensing and loss of capture. Lead damage was suspected. Programming changes were made. Patient condition was stable.